Event description:
It was reported that during a percutaneous transluminal coronary artery stent procedure, to treat multiple lesions in the left anterior descending, the vessal exhibited a no-flow phenomenon following dilation with a balloon catheter. The anesthestized pt exhibited EKG changes and a decrease in blood pressure. Verapamil and epinephrine were administered and the pt was placed on an iabp. In haste to resolve the limited flow, two stents were quickly placed without verification of placement (contrary to IFU). Then blood flow was restored, it was noted that the second stent had been implanted in an unintended site. Another stent was placed to treat the intended lesion. Reportedly, there were no pt effects.